Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that prior to a cholecystectomy, the clips dropped off from the jaws of the device. Another device was used to complete the case. There were no adverse consequences to the patient.